Event description:
Literature article: al-juburi, et al. "Laparoscopy shortens length of stay in pts with gastric electrical stimulators". Jsls journal of the society of laparoendoscopic surgeons. 2005; 9:305-310. Eighteen pts with gastroparesis, causes of diabetes mellitus, postsurgical and idiopathic disease, underwent laparoscopic placement of a system for gastric electrical stimulation were compared retrospectively with eighteen pts who undergoing laparotomy for identical ges devices for the same primary diagnosis. Pts were followed for a mean of 28.8 months in the laparoscopic group and pts were followed 42.7 months in the laparotomy group. Over the reported period one pt died secondary to pulmonary embolus.

Manufacturer narrative:
This report is being submitted following an internal audit.